Event description:
The user reported the battery failed to charge the monitor. The device was used for the procedure. The user reported the surgical procedure was completed successfully and there were no adverse consequences to a pt as a result of this event.